Event description:
A customer reported to baxter (B)(4) a one-link IV connector in which a back-flow occurred. According to the report, the one-link valve was attached to a triple lumen central line and would not flush. It was then noted to have blood backing up in it. The one-link valve was removed and the line was able to be flushed. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.